Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter did not deploy fully out of the delivery system, and it seemed that some of the legs got stuck in the sheath and did not deploy. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one denali femoral filter kit was received for evaluation. On visual evaluation, sample appeared to have residue throughout. The introducer sheath was received with the pusher catheter loaded within along with the touhy-borst adapter connected to the filter storage tube as one unit. The filter and dilator were not returned. On functional testing, the pusher handle was removed from the introducer sheath and disconnected from the touhy borst adapter. Dried blood was noted within the introducer sheath. Due to the dry blood an accurate measurement of the inner dimension could not be performed. No other functional testing performed. Therefore, the investigation inconclusive for the reported activation problem as the conditions of use cannot be recreated. A definitive root cause for the activation problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter did not deploy fully out of the delivery system, and it seemed that some of the legs got stuck in the sheath and did not deploy. There was no reported patient injury.